Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no defects observed. A simulated use test was performed in which the device was primed using the instructions on the device's label copy; the device failed due to a leak from between the luer lock assembly and tubing. Underwater pressure testing was performed with the device failing for a leak from between the same two components. Clear passage testing was performed with the device passing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set leaked from between the tubing and the male luer. This occurred during infusion, and led to an unspecified amount of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.